Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issuemay result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/02/2016 with the following findings: review of the black box data and pump histories revealed multiple occlusion alarms in alarm history. There was no data in black box from the time of the alleged occlusions due to continued use. On investigation, rewind, load cartridge, and prime steps were performed successfully with no alarms occurring. Force sensor calibration testing confirmed the sensor was detecting correct force. The pump was exercised for 24 hours with no occlusions occurring. Investigation did not confirm or duplicate the complaint.